Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in patient use.the device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device failed to charge it's internal battery. The device was returned to the manufacturer's product investigation laboratory for investigation and the customer's complaint was confirmed. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. Device has been evaluated but not yet repaired.

Manufacturer narrative:
This issue was previously reported with incorrect dates. The correct dates are 02/09/2015.